Event description:
Pt was revised to address stem having punctured through cortex of femur.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search find no other reported incidents against the provided product and lot codes since its release for distribution. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.